Event description:
It was reported a patient experienced sterile peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as onset, the patient began treatment with intraperitoneal vancomycin (2000 milligrams, once a week for 21 days, intraperitoneally). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report, the patient was recovered from this peritonitis event. The dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.